Manufacturer narrative:
The results of the investigation concluded that a length of suture exited the sheath distal tip; the intact suture loop, collagen mass, and knot were located at the end of the suture and the anchor was not attached. The device was functionally tested for gear rotation, rack advancement, clutch slippage, and suture release; no functional anomalies were noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The overall device condition was consistent with deployment; excessive compression or bending of the sheath tubing may have affected compaction tube advancement with subsequent clutch slippage.

Event description:
The info provided to sjm indicated an 8f angio-seal evolution was selected for use following a stenting procedure with a 7f sheath. Upon pressing the suture release button, the collagen could not be compacted. A hematoma was observed at the puncture site. An IV of protamine was administered. Hemostasis was achieved using manual compression.